Event description:
It was reported during the use of an intraclude aortic occlusion device there was an "intraclude balloon migration and rupture. Surgeon had to cross clamp." Planned procedure mini mvr. Tee imaging was used but no imaging available.

Manufacturer narrative:
Device evaluation anticipated upon receipt.

Manufacturer narrative:
Additional information received 08/25/2014: no calcification reported as being present. The aorta size is normal. The case was a right mini-thoracotomy mitral. The balloon was placed high and migrated toward the aortic valve. The initial volume of the balloon was 35cc and no additional volume was added. The balloon pressure was initially 325mmhg. The clinical observation was confirmed. The balloon on the returned device was inflated with air while being submerged under water and a pinhole leak was found in the balloon. The root cause is unable to be determined. An application failure is the most likely cause. Pin holes such as the one found in the evaluation of this device sometimes occur due to an accidental puncture of the balloon with a needle during suture placement. No CAPA is applicable. Manufacturing records were reviewed and there were no manufacturing non-conformances identified. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.